Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: review of pump logs did not confirm the reported low blood glucose (bg) levels on (B)(6) 2016. Complaint could not be confirmed. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 58 mg/dl in the morning. The customer consumed glucose tablets to stabilize bg level. Subsequently, the customer experienced a bg level of 300 mg/dl. The customer delivered a bolus, via the pump, to stabilize bg level. The customer stated that the high bg was due to overcorrecting low bg with glucose tablets. As the customer did not contact tandem technical support at the time of the reported issues, a system check was not performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.